Event description:
The ge oec 9900 fluoroscopy system had the last pt done not show up in the image directory.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. On customer interview, believe issue was user error. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.